Event description:
In late 2008, the lay-user/reporter contacted lifescan (lfs) alleging that a one touch basic meter was reading inaccurately low. The patient tests his blood glucose twice a day. He tests before breakfast and diner. The patient used to manage his diabetes via unspecified pills. After an event occurred the month prior, the reporter claimed that the patient was started on insulin therapy. The reporter indicated that the alleged meter issue started on an unspecified date/time four months prior to calling lfs on original date. During that time, the patient continued to take his oral medications for diabetes as prescribed. A month after the meter issue began, the reporter claimed that the patient developed symptoms of dizziness, sleepiness, increased thirst, and frequent urination. Original date, the reporter claimed that the patient got a pre-breakfast meter reading of "31 mg/dl." At that time, the reporter mentioned that the patient was still symptomatic. The same day at around 6:00 pm, the patient's blood glucose was tested again and a result of "26 mg/dl" was reportedly obtained. The reporter treated the patient with chocolate and then took him to a hospital because of the symptoms and low meter readings. At around 7:00 pm, the patient's blood glucose was tested on an ER/hospital meter and a result of "355 mg/dl" was obtained. The patient was treated with insulin (unknown type and dosages). According to the reporter, the patient was hospitalized for 1 week due to high blood glucose. During his stay at the hospital, the patient's blood glucose was also tested by a lab and a result of "235 mg/dl" was obtained. The date/time of the lab reading was not provided. After the hospitalization, the reporter claimed that the patient's oral medication regimen was discontinued and he was started on sliding-scale insulin therapy based on his meter readings. According to the reporter, the patient was using a correct technique for testing with the reported meter. The patient was obtaining blood samples from his fingers and cleaning the puncture sites correctly. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the reporter claimed that the patient was hospitalized and treated for high blood glucose after the meter had been reading inaccurately low for about 4 months. The patient's symptoms suggestive of hyperglycemia did not correlate with the reported lfs meter readings of "26 and 31 mg/ld."

Manufacturer narrative:
Lifescan (lfs) has requested the return of the subject product(s) for evaluation. If the product(s) are returned. Lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.